Event description:
Device malfunction: exchange sheath and clip applier did not attach/cutter blade bent. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after inserting the exchange sheath into the vessel the clip applier would not connect to the exchange sheath. It was noted that sheath splitter blade was bent. The starclose se device was removed, and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, there was no additional info available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.